Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem; however, the latch lock flex sensor was revealed to be degraded. It was determined that the latch lock flex sensor was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a 'pump not working properly' error. The pump was swapped out, no adverse patient effects were reported by the customer.